Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient's pump was alarming and patient had increased pain, diarrhea and headache. However it was later reported that the healthcare provider (hcp) had no further information at the time, and that there was a possibility that the patient had changed hcps. It was later reported that the patient's device was explanted. Patient experienced increased pain, nausea and diarrhea. He was hospitalized for the surgery and medical management. During surgery it was noted that the catheter had dislodged from the intrathecal sac. The drug delivered was morphine. The patient's pump was explanted in a different state by another hcp and the patient had discharged himself from the current hcp office as of (B)(6) 2011. Per the hcp the patient recovered "to the best of our knowledge."